Manufacturer narrative:
The returned implants are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Post-op x-rays revealed two arsenal set screws had backed out of position. Revision surgery was conducted on (B)(6) 2019. The arsenal spinal fixation system was originally implanted on (B)(6) 2018.

Manufacturer narrative:
The set screw bottom surface is the surface that interacts with the rod to create a stable construct, therefore the wear pattern on these surface were inspected. The expected contact surface between set screw and rod after fully tightened results in two inline marks on the set screw. The explant set screws displayed a "starburst" wear pattern on the bottom surface of the set screw which is indicative of motion between rod and screw. The tulip and set screw had no significant wear or shear/deformation of the threads. The tulip internal geometry displayed internal wear marks between rod, tulip and bushing indicating that there was motion between these components. Therefore, the set screw disengagement may be attributed to repeated motion at the rod-screw interface resulting in set screw back out.